Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6) hospital the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head exhibited an endoscope abnormality error, the error code was unknown. The issue occurred during a procedure, and the procedure was completed using another endoscope. There were no reports of patient harm.